Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. A review of the lot history records and complaint histories could not be conducted because the lot numbers were not provided. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a post market clinical follow up evaluation report identifying the starclose se vessel closure device that may be related to the following: hematoma, stenosis, occlusion, pseudoaneurysm, access site bleeding, and intervention. Details are listed in the article, titled post-market clinical follow-up evaluation report vascular closure devices.